Event description:
It was reported during in clinic follow up that the atrial lead exhibited atrial lead had dislodged. The lead was explanted and successfully replaced. The patient was stable.

Event description:
New information received notes that the atrial lead dislodgement was confirmed via fluoroscopy and the lead failed to capture or sense.